Event description:
It was reported that a remote monitoring transmission noted possible intermittent atrial and ventricular oversensing on stored episodes. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 lead, implanted: (B)(6) 2006. (B)(4).